Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The customer reported that the tubing detached itself from the set during priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection revealed that the chamber was disconnected from the tube. The root cause for the disconnection could not be established.

Event description:
It was reported to baxter (B)(4) that the tubing of a flo-gard IV. Solution admin. Set detached itself from the set during priming. This was noticed before use. There was no patient involvement, injury or medical intervention related to this event.